Manufacturer narrative:
The last calibration performed on (B)(6) 2022 showed that calibration signals were slightly higher than expected for calibrator 1 and slightly lower than expected for calibrator 2. The qc recovery was within specifications. There was no indication of a performance issue with the reagent or instrument. The alarm trace had "system water container low or empty", "pipette rack power failure", "blown fuse on circuit board", "clock error in serial communication", "abnormal power". "Power temp", and "interruption in temperature control" alarms the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable hcg+beta elecsys result from the cobas e411 rack analyzer. Sample 1 initial result was 10000 miu/ml with a data flag. The repeat results with a 1:100 dilution were 1349 miu/ml with a data flag and 132901 miu/ml with a data flag. Sample 2 initial result was 10000 miu/ml. The repeat results with a 1:100 dilution were 591.4 miu/ml and 15281 miu/ml. The questionable results were reported outside of the laboratory. The reagent lot number was 64377007 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The investigation is ongoing.